Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The console logs from the reported day of event are consistent with complaint and show a communication issue with the pbm (power battery manager), evidenced by a controller error alarm (1023, loss of communication with pbm1) during the second bootup after console returned from preventative maintenance (pm). Console was power-cycled. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Analysis of log data from preventive maintenance procedure revealed pbm1 communication issues occurring already, but without system self-check failure. During one of the tests, controller error alarm (1023, loss of communication with pbm1) presented twice upon console boot-up, but each time self-resolved promptly. After aic was power-cycled, there were no power or battery related alarms for the rest of the pm. After console was received and visual inspection of the pbm revealed contamination, which has impacted a neighboring rs232 communication channel (for pbm1). Corrosion was present on the underside of the pbm, but not visible on top of pbm the cause of the aic issue was contamination.

Event description:
The user facility reported that the automated impella controller (aic) was showing a system self-check failed error. The aic was removed from service. There was no report of patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.